Event description:
It was reported the capsular bag tore during insertion of the intraocular lens. Physician stated there was no problem with the lens. Another lens was implanted in the anterior chamber without further complication or patient injury.

Manufacturer narrative:
The intraocular lens was not received for analysis, an empty lens box only was received. Prior to release the lens met all manufacturing specifications. The causal relationship between the iol and the adverse event is not known. Reporter stated there was no problem with the lens. Will continue to monitor and trend all reports received.